Manufacturer narrative:
Root cause: this customer returned cpu pcba was tested with no failures identified.

Event description:
The customer reported the display is a white screen. No patient involvement reported.